Event description:
It was reported in clinic notes that the patient came in for an appointment due to possible vns issues and they think the battery needs to be changed. It was noted that the patient's last seizure was the previous day. She has been waking up in the middle of the night with her foot twitching and her fingers get stiff intermittently. This has been happening for a week. She still has a headache and her vision has been bad. It is described that the patient's headaches indicate that she is having seizures or might be getting ready to have a seizure. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician confirming that the reported episodes are increased seizures. She notes that the seizures are below pre-vns levels and are believed to be due to low battery. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.